Manufacturer narrative:
Investigation summary: photo evaluation: 1 picture were returned for evaluation. From the returned picture, no abnormality can be observed . A device history review was performed for batch 9269362 and its assembled needle, batch 9269365. No quality notification was raised for similar nonconformance during the production of this batch. Sample evaluation: a, b and c are not applicable as no sample is returned. No samples were returned for evaluation. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no samples was returned and no abnormality was observed from the picture. Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance no abnormality was observed during the production of the reported batch. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that bd insyte¿ IV catheter 24ga 0.75in contained foreign matter. The following information was provided by the initial reporter: "fault with cannula - the cannula (plastic insert) has a manufacturing fault.."